Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer indicated via phone call of high blood glucose and hospitalization. The customer's blood glucose level was unknown at the time of incident but may have been due to not having supplies to treat the high blood glucose. Customer did not provide any other details.